Event description:
A review of the flag files for a pt revealed several abnormal shutdown flags. Zoll customer support contacted teh pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (multiple abnormal shutdowns) was confirmed. Upon investigation the monitor had multiple abnormal shutdowns in its flag files. The cause for th resets was unable to be positively determined, an investigation is underway. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.